Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other mitraclip device referenced is being filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was placed with no issue. The second clip delivery system (cds 80424u165) was advanced to the mitral valve; however, the clip became entangled in the chordae. Standard troubleshooting was performed and the clip was freed; however, a leaflet perforation was noted. The clip was successfully deployed. A third cds (80521u207) was advanced for treatment. The clip was deployed. After deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). A fourth clip was implanted to stabilize the slda clip. Four clips were implanted, reducing the mr to 3-4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.